Manufacturer narrative:
The device is available for investigation but it has not been received.

Event description:
The device involved was a 204 cm (80") appx 3.9ml, pe/pvc coextrusion ext set, check valve, clave® where it was reported that the syringe driver line leaked during infusion of noradrenaline. The infusion leak occurred in minutes and the exact location of the leak is in the anti-syphon valve. There was patient involved but no patient harm.

Manufacturer narrative:
A photo and video were provided by the customer. Leakage observed between the male luer of the back check valve and the female luer of the adaptor. Received one used 011-h1184 pe/pvc coextrusion ext set for inspection. The adaptors female luer threads were not fully inserted and engaged with the threads of the male luer of the back check valve. There appeared to be sufficient solvent. The set was leak tested according to design specifications. A leak was observed from the connection of the back check valve and the female luer of the adaptor. The reported complaint can be confirmed. The probable cause is due to a manual bonding error in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information: d9 - date returned to mfg is 9/8/2022.